Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise appearing on iegms leading to inappropriate mode switching. Recommended evaluating lead for noise or pin issues. Device remains implanted.